Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Note: manufacturer contacted customer on (date) in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low and high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 79 and 144mg/dl. Customer's expected fasting blood glucose test result range is 80 - 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018 a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is one week. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (time not set): (B)(6).